Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -13.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.